Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the guidewire is confirmed and was determined to be use-related. One 18 ga accucath ace guidewire and catheter were returned for evaluation. An initial visual observation of the returned product revealed abundant blood use residues along the returned catheter. Some blood use residues were observed along the guidewire. The guidewire appeared to be intentionally cut from the housing of the device. A coil was observed at the distal end of the guidewire during an initial visual observation of the device. A microscopic observation of the returned guidewire revealed some of the coil at the distal end of the wire was missing from the device. The break site at the distal end of the guidewire appeared granular. An attempt to extract any guidewire material from the catheter revealed no guidewire material could be found in the returned catheter. Blood use residues were pushed through the catheter. Characteristics of the break site at the distal end of the guidewire revealed a break caused by pulling against a sharp instrument such as a needle bevel. Pulling the catheter and guidewire back against the needle bevel may result in a break in the guidewire or catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported per medwatch, present on admissions peripheral intravenous line in left upper arm appeared to be leaking and possibly infiltrated. Ultrasound put to arm by rn to see if vein was still patent or if the line had infiltrated; while dot present throughout the vessel when scanning - line removed, and guidewire still present in accucath catheter (curled tip intact). Catheter placed 09/25. No intervention was needed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported accucath catheter was d/c from patients arm and the coiled tip wire was still in catheter. Accucath was first placed in (B)(6) so wire was in catheter for almost 5 days. No intervention was needed. No other information was provided.